Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+) was explanted from the left eye due to blurry distance vision and a new lal+ implanted as a replacement. The patient's blurry distance vision was reported to be improving postoperatively. No additional information is available.